Event description:
Overdelivery reported. The pump was set to deliver dilaudid (concentration of 10mg/ml, 300mg in a vial made up by pharmacy) at a continuous rate of 10mg/hr, with a pt dose set for 15mg every 8 minutes, no 4 hr limit selected. The pt was reported to have received 300mg of dilaudid over 5 to 5 1/2 hours, noticed when the machine alarmed for empty cassette. The pt "did not appear to be oversedated" and was easily arousable and talking. No narcan was administered. The pt was transferred to ICU for observation. No pt harm reported. The customer states that "the pump was programmed wrong." No further info was available.